Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) on the left ventricular (lv) lead channel. Technical services (ts) was consulted, and it was planned to have an in-office review of the system to increase the pacing output. No adverse patient effects were reported. This system remains in service.